Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was partially confirmed. It is believed that the foreign material reported were traces of the shaved part of the sheath as the tip of the sheath was found broken. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the sheath broke when the endoscope was pushed out at a severe angle (upmax state), causing contact between the internal parts of the endoscope (metal pipe) and the sheath, resulting in increased frictional resistance, which caused the sheath to wear off. Olympus will continue to monitor field performance for this device.

Event description:
This is a customer inquiry received on 05-mar-2025 by olympus japan from (B)(6) hospital located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on (B)(6) 2025, the following issue occurred: when used with a second puncture during the tbna procedure, a translucent foreign material was found adhering to the tip. Although discomfort was felt, it was continued to be used, and the procedure was completed. There was no health hazard. Reportedly, this issue involves the following olympus product na-201sx-4021. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. When used with a second puncture during the tbna procedure, a translucent foreign material was found adhering to the tip. Although discomfort was felt, it was continued to be used, and the procedure was completed. There was no health hazard. No foreign material that came to mind at the facility. No report of falling off inside the body. Pre-use inspection: implemented, no problems. When the first puncture was made, it was confirmed that there was no foreign material attached. The occurrence of this event was confirmed at the second time of puncture. Factory requests, etc. After confirming the actual product, the oj person in charge speculated that there might be traces of a shaved part of the sheath, not foreign material. Please investigate the cause. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and japanese on (B)(6) 2025.

Manufacturer narrative:
This report is being supplemented to provide additional information. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.